Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from "the middle port on the bag right above where the twist off portion is located". There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information : device manufactured between june 16, 2018 to june 18, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.